Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: device specialist.

Event description:
New information received notes that non-sustained lead noise due to inappropriate mode switch caused competitive atrial pacing. The device was reprogrammed, and no further issues reported.

Event description:
It was reported that noise was noted on the far field channel bu not on the sense pace channel. Programming changes were not made. New information states that during a recent follow up, an alert for non sustained lead noise was observed due to t-wave oversensing. The device was reprogrammed.